Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak was confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was discharged on the first post-operative day home stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). Approximately 2 (two) years post-op the a type ib endoleak was identified on CT. Successful re-intervention was completed the same day by coiling the left hypogastric artery and extending the ovation ix limb with an unknown (non-endologix) 10x140mm stent graft. The leak was resolved. The patient was reported to be doing well.